Event description:
High impedance was reported, and device data (std) showed it had been fluctuating between 500 and 2000 ohms in the past week. The pace/sense portion of the lead was capped and replaced. A lawsuit further alleged that the patient experienced inappropriate and/or excessive shocking and lead fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows there was varying impedance. The values had been consistent at 500 ohms, until a recent increase to 1600 ohms.

Event description:
High impedance was reported, and device data (std) showed it had been fluctuating between 500 and 2000 ohms in the past week. The pace/sense portion of the lead was capped and replaced. A lawsuit further alleged that the patient experienced inappropriate and/or excessive shocking and lead fracture. No further patient complications have been reported as a result of this event. Attorney later alleged lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows there was varying impedance. The values had been consistent at 500 ohms, until a recent increase to 1600 ohms.